Event description:
It was reported that the patients ipg was taking longer to be charged and was not holding charge as long as it used to. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg was not returned as it was discarded per hospital policy.